Event description:
The customer reported the charged coupled device camera was damaged and could not be used during set up involving an olympus video system center. The procedure was completed with a competitor device. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.